Event description:
It was reported that the patient presented to the clinic after hearing the lead integrity alert. The right ventricular lead had non-sustained tachycardia (nst) episodes with noise, intermittent t wave oversensing (twos), and a sensing integrity counter (sic) was elevated. The lead sensing was reprogrammed and the lead remains in use. No patient complications have been reported a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2011 00:05:12. Sensing - oversensing 15 - ventricular nst <=210 ms on (B)(6) 2011 in the timeframe between 00:23:47 and 13:17:06. Sensing - interference/noise. Ventricular short interval count v-sic=14.7 counts avg/day, in 25.65 days, between (B)(6) 2011 00:56:12 and (B)(6) 2011 16:30:06.